Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three-piece foldable intraocular lens (elastimide®) visual inspection of the returned product found the lens was stuck in the injector and there was evidence of dry, clear surgical residue. Based on the complaint history, work order search, and evaluation of the returned product, a specific root cause of the complaint could not be determined. (B)(4).

Event description:
The reporter stated that while implanting an aq2010v +05.0 diopter three-piece silicone lens in to the patient's right eye (od) on (B)(6) 2016, the lens became stuck in the msi-tm injector. The lens partially touched the eye, but there was no patient injury reported and the backup lens was used.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).